Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient to treat aneurysm on (B)(6) 2021. Post procedure on the same day patient had encephalopathy with expressive dysphasia and was apprehensive to repeat more complex sentences. The adverse event was reported to be resolved/recovered on (B)(6) 2021. Cta diagnostic tests performed indicates mild left hemispheric edema and mild contrast staining. On (B)(6) 2022, the imr (designated cec member) has assessed that the expressive dysphasia with apprehension to repeat more complex sentences in the patient was due to contrast induced encephalopathy and had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices used during the procedure. No other information is available.

Manufacturer narrative:
D4: lot number: corrected (from 22178110 to 22178110r). Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The imr (independent medical review) has assessed contrast-induced encephalopthy to be possibly related to the study device (subject flow diverter stent). Diagnostic tests performed indicates ¿mild left hemispheric odema and mild contrast staining". Patient was provided with concomitant medication, however details of the drugs are not specified. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to as reported 'patient neurological deficit' and 'patient complication' for this complaint.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient to treat aneurysm on (B)(6) 2021. Post procedure on the same day patient had encephalopathy with expressive dysphasia and was apprehensive to repeat more complex sentences. The adverse event was reported to be resolved/recovered on (B)(6) 2021. Cta diagnostic tests performed indicates mild left hemispheric edema and mild contrast staining. On (B)(6) 2022, the imr (designated cec member) has assessed that the expressive dysphasia with apprehension to repeat more complex sentences in the patient was due to contrast induced encephalopathy and had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices used during the procedure. No other information is available.